Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. See h.10.

Event description:
It was reported that 3 pen ndl 32g 4mm pro 100 box aps clogged during use.the following was reported by the initial reporter:"needles appear blockedcustomer has found that after attaching a needles to her insulin pen, she is unable to prime i.e. Prime dose is dialled up however when she presses to eject the prime dose she is unable to push the button down and nothing comes out. This has been happening with at least one needle in the last few boxes she has used, with this current box, there has been at least 2-3 needles and she has only used half of the box so far. Her insulin pen is a novopen with refillable cartridges."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 pen ndl 32 g 4 mm pro 100 box aps clogged during use. The following was reported by the initial reporter: "needles appear blocked. Customer has found that after attaching a needles to her insulin pen, she is unable to prime i.e. Prime dose is dialled up however when she presses to eject the prime dose she is unable to push the button down and nothing comes out. This has been happening with at least one needle in the last few boxes she has used, with this current box, there has been at least 2-3 needles and she has only used half of the box so far. Her insulin pen is a novopen with refillable cartridges."